Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt had two leads implanted with the same lot number. It was reported, the pt is no longer receiving stimulation after suffering a fall. X-rays were taken and revealed her lead had migrated. The pt is pending revision surgery to reposition the lead.